Event description:
The following information was reported: "balloon loss of pressure occurred during pullback, interventional procedure. Twenty minutes of manual pressure held to obtain hemostasis," the patient was hospitalized for reasons unrelated to the mynx. Procedure: peripheral.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear on the balloon, approximately 3.5mm from the balloon neck. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site.